Manufacturer narrative:
User reported issue was confirmed. Device was found to have a speaker issue and insensitive keypad. The device was repaired and retested to meet all the specifications on 10/13/2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00057_(B)(4)) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported the pump lost its voice. No patient was involved in this case.